Event description:
The pump has stopped, unable to restart.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device or log were not provided therefore no review could be performed. The reported device was not returned for investigation and no complementary information were provided despite several attempts to collect them. Therefore the event cannot be confirmed and its cause remains unknown. However if any new evidence were to be provided in the near future, we will then pursue this investigation. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.